Event description:
International affiliate reports that a lug snapped off from the expedium di intermediate tightener during tightening of a dual innie set screw. The broken lug was removed from the patient with a pair of forceps and was discarded. Members of the surgical team were satisfied that no part was left in situ. The event resulted in a short delay as the procedure was completed with another instrument that was on hand.

Manufacturer narrative:
Depuy spine has requested return of the di intermediate tightener for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
Examination of the returned intermediate tightener confirmed tip breakage. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, tip breakage appears to be related to forces applied to the instrument during usage. A CAPA has been initiated to further investigate root cause and/or corrective actions. At this time, the complaint is considered to be closed.